Event description:
The tip of the agility 10 soft wire (614179/274094) was broken/stretched after use outside patient after several times of re-shaping. The shaping tool which is enclosed in the package was used to reshape the wire. The wire was used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion. A drilling or jack-hammer technique was not used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The torque response was moderate. There was no resistance/friction between the wire and other devices. The wire was not advanced through the struts of an existing stent. The wire tip repeatedly slipped out of place during placement. The wire tip was advanced into the distal vasculature. The wire was used in the main vessel or side branch. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The wire was removed intact in one piece from the patient.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The tip of the agility 10 soft guide wire (614179/274094) was broken/stretched after use outside patient after several times of re-shaping. The shaping tool which is enclosed in the package was used to reshape the wire. The wire was used for treatment of another lesion prior to the event. The lesion was not a chronic total occlusion. A drilling or jack-hammer technique was not used to recanalize the vessel. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The torque response was moderate. There was no resistance/friction between the wire and other devices. The wire was not advanced through the struts of an existing stent. The wire tip repeatedly slipped out of place during placement. The wire tip was advanced into the distal vasculature. The wire was used in the main vessel or side branch. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The wire was removed intact in one piece from the patient. The damage occurred after removal with reshaping. The returned guide wire was deformed but intact in the distal 3cm. The coil was stretched distally from the mid joint and compressed against the tip bond. Both bonds are intact. A device history record review was performed and found no nonconformities within the manufacturing process. The reported stretched distal tip was confirmed; however, the guidewire was intact without any breakage/separation. The distal tip was deformed due to over-shaping, which exceeded the design of the product. The instructions for use warns that guidewires are delicate instruments and should be handled carefully. Special care should be taken when shaping the guidewire tip in order to prevent damage. Procedural handling appears to have contributed to the event; therefore, no corrective action is required.